Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, damaging cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode betl sn (B)(4) had non-functional ecgs.